Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the li61aor intraocular lens was removed intraoperatively due to a bent haptic noted upon insertion into the patient's eye. The incision was enlarged to remove the lens, and another lens was implanted successfully. The patient prognosis is excellent. Please reference MDR# 1119279-2012-00283 for the intraocular lens.